Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a primary tka was performed on (B)(6) 2013, the patient experienced an implant fracture: the post of a journey articular insert bcs standard 3-4 left 9mm broke off. This event was treated by performing a revision surgery on (B)(6)2023, in which the insert was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed the fracture. The device was fractured along the post. The clinical/medical investigation concluded that, although a photo image of the insert post was provided, it does not provide insight into a clinical root cause of the event. The patient impact beyond the reported revision due to post-breakage along with an anticipated transient post-operative recovery phase cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene as ram-extruded gur 1050 rod and compression-molded gur 1020 rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.